Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited double counting of wide complex events as well as some undersensing due to low amplitude signals. The rv lead remains in use. No patient complications have been reported as a result of this event.